Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Reportedly, the customer was incoherent due to bg level. Customer's significant other woke the customer and provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.